Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm which was cleared, however, customer reported that up arrow button was not responding. Customer's blood glucose was 167 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with no esc and act button response due to a flattened button dome switch. No button error alarms were noted during testing. The pump also had minor scratches on the display window, a cracked reservoir tube lip, and a missing end cap sticker.